Event description:
It was reported that patient underwent bilateral total knee arthroplasty on (B)(4) 2009. Subsequently, patient alleges pain, implant clicking and difficulty walking. There has been no reported revision procedures to date.this report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02848 / 02849).